Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavr) procedure, pre-close placement of the suture was achieved in a common femoral artery using a perclose proglide device. After deploying the suture in a 6-french access site, the suture was clamped to the side. After the tavr procedure, as the knot was advanced to the vessel, the suture was prematurely cut by the knot pusher. Leaving the suture in the vessel, a second proglide device was attempted, but after fully advancing the knot to the vessel, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis; however,the suture was not returned, therefore, the reported suture detachment could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture detachment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, seven sterile, unused proglide devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sterile, unused devices.